Manufacturer narrative:
Additional suspect device: reference number (B)(4). Product family scs paddle leads. Upn (B)(4), model sc 8216 50, serial (B)(4), batch (B)(4). A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices not returned.

Event description:
A report was received from the patients wife that the patient had an infection and subsequently passed away due to the infection. Upon follow up with the physician, it was his understanding that the patient passed away due to urosepsis. It was reported that there was intervention, however the type of intervention is unknown. The physician noted that the passing was not device or procedure related.